Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a balloon rupture.

Manufacturer narrative:
A getinge field service engineer (fse) had evaluated the unit and after further troubleshooting of the unit it was being found that there was an evidence of previous blood contamination therefore only the fse had removed the pim. The parts were being placed for order and the components are being needed for the blood back repair. Customer has been informed that several of the parts needed to complete the repair are on backorder at this time. Affxed red sticker to device indicating it is not cleared for clinical use. Return visit will be scheduled once po and parts are received. Estimate to repair this device was declined by the customer. Unit was traded in for credit towards purchase of a new device. Cardiosave has been destroyed in the field and the serial number tag has been removed. The involvement of the patient is unknown.